Manufacturer narrative:
Device received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify motor error alarm, no delivery alarm or button or keypad anomaly due to failed batt test alarm. Motor passed motor test. Unit had stripped battery cap coin slot (p), broken battery tube threads. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. No damage or unlocked lcd keypad connector during visual inspection noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors and button sticking and unresponsive. The customer's blood glucose value was unknown. Customer reported crack on battery cover also pump has a crack, has rejected new batteries and received false or unexplained no delivery alarm. The device will not be returned for analysis.